Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clip of the analyzer surgical cable did not work properly. The status of the cable is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the analyzer surgical cable did not work properly. It was indicated that the negative atrial clip would not close on its own. The cable was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The cable was returned for analysis.